Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2267 which occurred on home choice (hc) during use during fill 3 of 6. The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to get se 2367 and end therapy. The tsr explained the alarms to the hp. The hp stated that there were no leaks, he did not disconnect and the spare lines clamps were closed. The hp will re set up again and discard all supplies the hp will inform the nurse. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because, the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of system error 2267 was not confirmed and the cause was undetermined